Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient complained of pain in knee joint. Femur was partially loose from the femoral pegs to posterior condyles on component. Minimal cement/bone interdigitation on femoral side from pegs to the anterior cortex. Tibial base loose at the bone to cement and cement to implant interface. The tibial base was replaced also. There was a radiolucency between cement /bone interface. Patella was revised from a 38mm to a 35mm. Bone cement manufacturer unknown. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.